Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. Visual examination of the returned unit showed that there was a slit in the tracheal cuff. An attempt made to inflate the returned unit showed that the tracheal cuff failed to inflate. Further examination shows that the slit is clean cut in length. The damage detected is indicative of coming in contact with a sharp utensil or object. The single wall thickness of the cuff was measured away from the damaged area and found to be within in the blueprint specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's tracheal cuff could not be inflated properly. There was no patient involvement.